Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the ramus artery. The pt presented with chest and left arm pain. Cardiac catheterization revealed significant stenosis of the ramus. A 3.00x32 mm taxus liberte stent was deployed. The pt was instructed to take, and did take, plavix for at least 6 months following stent implantation. One year post the stenting procedure, the pt offered a myocardial infarction due to thrombosis of the previously stented ramus. The pt underwent left heart catheterization with coronary angiography.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.